Event description:
It was reported that during central processing, the tip was broken. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "broken tip." The instrument was found to have a broken grip at the grip base. A piece approximately 0.21" x 0.64" was found to be broken off the yaw pulley. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws.